Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection verified thermal damage to the pca board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The root cause was determined to be a failure of the transmit pin drivers on the pca.

Event description:
This report is to advise of an event observed during analysis confirming thermal damage to the pca board of the patient electronics unit.